Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that at the implant procedure, the lead¿s helix was slow to extend/retract. The sensing numbers were less than 2.0 mv and the thresholds were higher than 3.0 volts in multiple positions. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.